Event description:
It was reported to philips that the collimator was jammed and could not be opened. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the faulty collimator. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. A philips engineer inspected the system remotely and confirmed that there was a problem with the collimator as it cannot be turned on, and showed an ¿nicol collimator defective ¿ frontal¿ error. The philips field service engineer (fse) went onsite and confirmed the reported issue. Review of the log files revealed that the collimator was jammed. The fse replaced the collimator to resolve the reported issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.